Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, during servicing, this 980 ventilator did not pass the leak test portion of the extended self test (est). The device was available for evaluation. While the service personnel (sp) was performing preventative maintenance this 980 ventilator did not pass the leak test portion of the extended self test (est). Sp replaced inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned ifm pcba was attached to failure investigation test ventilator for analysis. The unit powered up and failed the leak test. It was found that pressure transducer ps1 was faulty. The cause of the event was isolated to faulty ps1 on ifm pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during servicing, this 980 ventilator did not pass the leak test portion of the extended self test (est). There was no patient involved.